Event description:
During a case it was noted that temporary v-locs kept braking. Staff went through 3 of them then decided to use a different lot number. The physician stated he did not put any strain that it had any reason to brake. A fourth device of a different lot was successfully used with no harm to the patient. Unfortunately the defective vlocs were not saved, nor was a lot number recorded.